Manufacturer narrative:
Despite multiple follow up attempts with the user, the removal status of the sensor could not be confirmed. No further investigation was found necessary. B4. Date of this report updated to 28 august 2024. G3. Date received by the manufacturer? 28 august 2024.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On july 15, 2024, senseonics was made aware of an incident where the hcp was unable to remove the user's sensor on the first attempt.